Event description:
It was reported that during a robotic laparoscopic prostate procedure the surgeon was using the device on tissue and transection was completed. When he tried to remove the device it would not open and gave an unspecified alert screen on the generator. They placed a clip on the patients' side and used scissors to remove the device. They used clips to complete the procedure, no bleeding was reported. The device is returning for analysis.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No yellow alert screens were displaying during testing and no issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.